Event description:
The patient had limited motion with their right knee. Other surgeon tried manipulation under anesthesia, and still could not get full range of motion. He then downsized the tibial insert from a 11mm poly, to a 9mm poly.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.